Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Wheellocks need replaced, no visible damage to brakes to justify this issue. Rivet that holds the pull lever has come loose and then the handbrake comes apart.